Event description:
Customer reports back to back testing on the advantage system using different vials of strips with results of 373 mg/dl on vial one and 150 mg/dl on vial two. Quality controls were out of range on vial one. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.